Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn and short resulting in fluid being unable to flow through the fluid path. It is unknown when or how this damage occurred or if it contributed to the reported event. The top and bottom housing was observed to be damaged. Investigation of the download data from the pod indicate that the cracks did not affect the ability of the drive mechanism to deliver insulin. It is unknown when or how this damage occurred. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of unsure properly inserted during wear at the infusion site (arm). The investigation observed a torn cannula and the top and bottom housing damaged. It was also reported that the patient's blood glucose level rose to 450 mg/dl while wearing the pod between 4 and 24 hours.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No timeouts or drive stalls were seen in the download data. Inspection of the device found no damages or defects that would contribute to an improper insertion of the cannula. The cause of the reported event could not be conclusively determined. The exposed portion of the soft cannula was observed to be torn and short resulting in fluid being unable to flow through the fluid path. It is unknown when or how this damage occurred or if it contributed to the reported event. The top and bottom housing was observed to be damaged. Investigation of the download data from the pod indicate that the cracks did not affect the ability of the drive mechanism to deliver insulin. It is unknown when or how this damage occurred.